Event description:
Add'l info received from MFR 6/11/03: as there is no indication of revision and no product can be identified, no mfrs medwatch has been submitted at this time.

Event description:
The right hip arthroplasty was performed in 1999. -sept 2002, audible squeak heard when flexing at the hip. -pain on left side and lower back due to over compersation. Orthopedic surgeon to perform revision due to concerns ie possible number of ceramic components. Rptr is awaiting a surgery date for a revision possibly in 2003.